Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Attempts to gather additional data were unsuccessful. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, there were some issues and the lens was explanted. Attempts to gather additional information were not successful.